Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation on november 22, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst during a transmural endoscopic ultrasound (eus) drainage procedure performed on an unknown date. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was fully deployed inside the scope; however, the entire stent was pulled inside the working channel of the scope. The patient will be re-scheduled for another procedure. There were no patient complications as a result of this event.